Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited a pacing impedance measurement greater than 2,000 ohms. It was believed that the out of range measurements was an acute change from the previous measurement. The clinic brought the patient into the emergency room (ER) for a device check. Upon interrogation, no lv capture was observed. The patient was not pacer dependent, therefore, the lv lead was programmed off, pacing in the right ventricle (rv) only. Additionally, the atrio-ventricular delay (avd) was extended to avoid unnecessary rv pacing. The ER physician performed a chest xray, however, it proved to be inconclusive. The patient was to be seen in the clinic the following week to discuss a potential lead revision. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. The lv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.